Event description:
Table was reclining with the patient standing on the foot board when the right side of the foot board broke, with the patient still on it. The patient was not harmed and the test was completed.